Event description:
It was reported the patient had an initial right hemiarthroplasty with radical resection of right femur chondrosarcoma and prophylactic internal fixation of right femur. Subsequently, the patient reports having been having insistent pain while laying on her side as well as the feeling of muscle catching on the prosthesis in the area. No further details or outcomes have been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, b3, b5, b7, d10, e1, e2, e3, g3, g6, h2, h6 d10: unknown biomet oss acetabulum 42 unknown femur sz 12.5 unknown dall-miles cable unknown 0 neck length bipolar head unknown.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient that they received a proximal femur prosthetic due to chondrosarcoma. Subsequently, the patient has been feeling insistent pain when they lay on the side of their body. The area where the prosthetic is, feels sharp and unpleasant, and they have a feeling of muscles catching on the prosthetic. The patient's surgeon notes that the pain may be a result of the device design, given the differences between male and female anatomy, to which the woman identifies as female. No medical or surgical intervention has been reported at this time. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
D10: unknown head unknown. Unknown bipolar shell unknown. Proposed component code: mechanical (g04)- stem: no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right hemiarthroplasty was performed due to right femoral chondrosarcoma. The unknown implants were placed with no complications noted. The patient reports having pain and the feeling of the muscle catching on the prosthesis in the area. No revision or additional medical intervention has been reported. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the femoral replacement right hip arthroplasty. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.